Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon put poly in incorrectly. Poly wouldn't engage into tibial tray.

Manufacturer narrative:
An event regarding difficulty seating a triathlon insert was reported. The event was confirmed. Method & results: - device evaluation and results: visual inspection showed protrusion of the locking wire. Conversation with sales rep confirmed protrusion of the locking wire resulted from attempting to engage the insert into the tibial tray (baseplate). - medical records received and evaluation: not performed as patient factors did not contribute to the event. - device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that damage to the locking wire resulted from attempting to engage the insert into the tibial tray. A CAPA trend analysis was conducted for the reported failure mode and concluded user-related issues associated with preparation of the joint space prior to insert seating and insert misalignment with the baseplate as potential root causes. No further investigation is required at this time.

Event description:
Surgeon put poly in incorrectly. Poly wouldn't engage into tibial tray.